Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2019-06449 and 3006705815-2019-02057. It was reported that the patient experienced inadequate stimulation with their scs system. In turn, reprogramming was unable to resolve the issue. Surgical intervention may be undertaken to explant the entire system.

Manufacturer narrative:
Analysis conclusion. It was reported to abbott that the patient was experiencing uncomfortable stimulation. Multiple reprogramming sessions did not resolve the issue. Patient met with physician and it was determined that the stimulation is not helping with their pain and the decision was made to explant the entire system. No date for explant has been set. The results of the investigation are inconclusive, and the root cause of the reported uncomfortable stimulation is unknown as the device was not returned for analysis.

Event description:
Related manufacturer reference number: 1627487-2019-06449. Related manufacturer reference number: 3006705815-2019-02057.